Event description:
The facility reported an infusion pump with failure code 810:11. It is not known if the failure occurred while infusing on a patient. The facility representative stated that no patient injury was reported on this pump since the last baxter service event.